Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
External equipment was exchanged and programming changes were made however, this did not resolve the issue.

Event description:
The recipient is reportedly experiencing sound quality issues. Revision surgery is under consideration.

Manufacturer narrative:
(B)(4). The external visual inspection revealed a damaged electrode prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed a damaged electrode prior to receipt. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing sound quality issues and open electrodes. Revision surgery is under consideration.